Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 1532; vt-ns episodes detected with evidence of lead noise. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia (nst) episodes. (B)(4).

Event description:
It was reported that the patient heard an alarm and went to the clinic. After interrogation the lead had high impedance and failed pacing at maximum output. The device detection was programmed to off and later the lead was capped and replaced. No patient complications have been reported as a result of this event.